Event description:
The customer alleged a discrepant result for hcg performed on a cobas 6000 analyzer on 1 patient. On (B)(6) 2010 at about 2330, the patient presented to the emergency room (ER) with vaginal discharge. At least 2 tubes of blood were drawn. On (B)(6) 2010 at about 0030, the laboratory obtained an hcg result of <0.100 miu/ml accompanied by a data alarm on a serum sample. The result was reported outside the laboratory. Based on this result, a pelvic CT scan was cancelled and the patient was discharged with no medication given. On (B)(6) 2010, the patient once again presented at the ER at about 1030 with "preg/vag bleeding." At this time a fresh blood specimen was drawn; the laboratory reported out an hcg result of 15,817 miu/ml. The customer stated that the blood from (B)(6) 2010 that had been used for the original hcg test had been discarded, but that another tube, drawn at the same time, was retrieved from the blood bank. This plasma sample yielded an hcg of 1691 miu/ml. The customer stated that the patient was pregnant, but that they could not provide any information related to the condition of the patient or treatment received. Hcg+ss reagent lot number: 15739702. The field service representative determined that the event was caused by a contaminated syringe on the analyzer. He cleaned and decontaminated the syringe, followed by performance testing, which passed.